Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 15 or unexpected power loss alarms occurred during testing. A review of the formatted history file shows on (B)(6) 2024 at 15:19 pump error 15 (filenumber 662 linenumber 183) alarm followed by a batt out limit (power loss) alarm occurred. Pump error 15 inverse check alarm is due to a software error and the subsequent batt out limit (power loss) alarm occurred after the pump was powered down and power up, during startup. The pump was paired with a guardian link 3 (gl3) transmitter and a test plug. The pump was calibrated to a programmed test value properly. The pump was monitored for a day while connected to the transmitter and the test plug. No unexpected pump to transmitter communication errors, lost sensor alarm, or additional sensor related errors noted. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, missing display window cover, faded serial number label, cracked battery compartment, and broken battery tube threads. Pump error 15 alarm and power loss alarm are confirmed due to a software error. Loss of pump to transmitter communication is not confirmed. Crack on the pump is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to transmitter, pump error 15 (the critical block and inverse critical block did not add to zero), damage (physical or cosmetic), unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported receiving a pump error. Customer reported receiving a power loss alarm. Customer was able to clear the alarm. Customer reported a loss of communication between the transmitter and the pump. Transmitter serial number was not in the manage devices screen. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the transmitter or not. No product return is required for mmt-7841zn. Mmt-1884 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.